Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was prescribed with antibiotics due to redness around the pocket site. Patient is currently doing well.